Manufacturer narrative:
No product or logs were returned for evaluation. The cause of the optical signal issue could not be determined as no product or logs were returned for evaluation with limited clinical details provided. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. The device passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an unreliable placement signal was reading incorrectly. The issue resolved without intervention. Additionally, lysis was given due to purge pressure and purge flows issues. The patient was successfully transplanted, the pump was explanted, and the patient survived. Additional information was received. The impella 5.5 was not available to be returned for investigation.